Event description:
It was reported that during an implant procedure a competitor guidewire became stuck inside the left ventricular (lv) lead. The guidewire was difficult to remove, and caused the lead to stretch. After complete removal of the guidewire, low impedance was observed, and pacing was nonexistent on the lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Use of a competitor guidewire is not recommended. Bmw guidewire was returned but was not inside the lead at time of analysis. (B)(4).